Manufacturer narrative:
This device is used for treatment and not diagnosis. The product development event evaluation stated: repeated use of the buttress nut over several years has caused the taper surface to become worn beyond its useful life and this wear prohibits proper application in the aiming arm. Consequently, this complaint is deemed invalid from a design perspective. Placeholder.

Event description:
It was reported during an trochanteric fixation nail (tfn) operative procedure using the aiming arm and compression set, the compression nut was not snapping in place correctly. The procedure was delayed 15 minutes. No additional information available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The device was produced and distributed on july 2012. There are wear and tear marks allover on the surface. The engage mechanism and the thumb screw work as intended. The laser etching is readable. We received from pd a demo instrument to perform a function check. The function check with the blade guide sleeve and the buttress/ compression nut shows that the engage mechanism is working properly as intended. We are not able to determine an exactly root cause because the blade guide sleeve which was used during the surgery was not send back for investigation. Therefore this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.